Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported battery charge error but battery is fully charged, the device will not reset. There was no report of patient involvement.